Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful; lot number and type of product information are therefore unavailable at this time. Device labeling: contraindications: juvederm ultra injectable gel is contraindicated for pts with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies.

Event description:
Healthcare professional reported that after injection at another facility with an unk type of juvederm that the pt had "a possible allergic reaction", "was over-injected", and "looks disfigured all over face." Pt was treated with hyaluronidase, and "steroid injections" at another facility.